Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an arthroscopic glenoid reconstruction surgery the suture broke while tightening the loop. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-3638-1 serial/batch number (B)(6) was received for investigation. Functional testing was not performed as it does not apply to this device. Upon visual inspection, the returned inserter device exhibited no defects. The devices were received with broken sutures. An evaluation of the sutures revealed fraying. The most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.